Manufacturer narrative:
Additional information has been provided in d9 and h6. This MDR is submitted to correct information not previously reported in d6b (explantation day, month and year).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: a 58-year-old male with cardiomyopathy, presenting in a pre-support clinical state consistent with scai shock stage d, underwent surgical implantation of an impella 5.5 via the right axillary artery on (B)(6) 2026 at 17:11. Following transfer to the ICU, the patient experienced right axillary access site bleeding, requiring two dressing changes per shift. The patient was heparin-induced thrombocytopenia (hit) positive and was anticoagulated with bivalirudin at 0.041 mg/kg/hr, with act monitoring; the act value at the time of bleeding was reported as 190 seconds. An sra test was pending at the time of reporting. No blood products were administered, and the estimated volume of blood loss was unknown. This event represents a serious patient injury characterized by access site bleeding in the setting of therapeutic anticoagulation and underlying hit, without evidence of device malfunction or failure. The impella 5.5 device was not removed, and there was no device outcome involvement identified. Based on available information, the bleeding appears multifactorial, with patient clinical condition and anticoagulation status likely contributing factors. The patient remains on mechanical circulatory support at the time of reporting, and the final clinical outcome is pending.

Manufacturer narrative:
D4. Serial and primary UDI number corrected.

Manufacturer narrative:
Upon review, it was identified that the manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. Upon review, it was identified that the initial report zip code (e1) was inadvertently omitted in error; the complete fax number has now been provided. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the bleeding was most likely use related due high act (190).